Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had recently experienced blood glucose levels between high 400 mg/dl and 584 mg/dl over several days leading up to the call. The customer reported treating with manual injections. Blood glucose level at the time of the call was 69 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.